Manufacturer narrative:
The device has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Bulging and leaking dacapo powerpack was found by (B)(4) service's repair. This battery was a storage replacement product; the battery may have been stored since the (B)(6) 2017. No electrolyte leakage, no damage to health or injury was reported.

Manufacturer narrative:
Conclusion: according to the event description the housing of the dacapo powerpack was bulged. Furthermore, the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte could be detected however; no visible mechanical crack was reported. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. This is a final report.

Event description:
Bulging and leaking dacapo powerpack was found by japan service repair. This battery was a storage replacement product. No damage to health or injury was reported.